Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The device was found to have a seized motor. The seized motor can cause excessive current draw. This excessive draw causes loss of power while on ac power only resulting in unit to power off without user input. The motor assembly will be replaced.

Event description:
It was found during a baxter evaluation that a pump turns off by itself. There was no patient involvement.